Manufacturer narrative:
Evaluation summary: as received, the cable assembly is missing the screw. Also, the sleeve has a flat spot on it which shows the signs of crimping from the screw. The remaining inventory of the complaint lot was fully distributed without any further reports of this kind. Also, no other similar complaints were received. It is possible that after distribution, the screw may have been discarded. Evaluation: device history records indicated all components were manufactured, packaged, and inspected to spec.

Event description:
It is reported that during surgery in 2009, the package was opened and noted that the press nut was missing.